Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/26/2016 with the following findings: a review of the pump black box revealed that the data from the date of the complaint had been overwritten. The current black box did not show any evidence of a short battery life. There was moisture behind the display lens. A leak test showed a leak at the crack in the pump case. There was evidence of moisture contamination inside the pump as well. The pump powered on with the returned battery cap. The battery cap was able to fully tighten however, the coin slot on the top of the battery cap and battery cap threads were damaged. The battery compartment was found to be cracked below the grip pad. The current draws were within specifications. Unrelated to the original complaint, the pump case was found to be cracked in the upper right hand corner of the display. Additionally, the cartridge cap was found to be damaged.